Manufacturer narrative:
The reported field event of increased capture thresholds was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed an increase in the capture threshold on the right ventricular lead. The patient was asymptomatic. The physician explanted and replaced the patient's pacemaker. The patient was stable throughout.